Event description:
During evaluation of a returned spectrum pump, the device did not recognize that the door was open when loading a set to show loading instructions. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device did not recognize that the door was open when loading a set to show loading instructions. The cause was identified to be the upper latch switch which did not function properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.